Manufacturer narrative:
(B)(4). Date sent: 3/16/2020. D4: batch # t94v09. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. In addition, 3 malformed clips were returned inside of a plastic bag. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: a photo was received for review. Upon visual inspection of the photo, the following was observed: the photo shows three clips inside of a plastic bag and clips can be seen to be not properly formed. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an unknown procedure, the ligamax could not be clipped completely during operation. It is unknown how procedure was completed. There was no patient consequence.